Event description:
The customer reported via phone call that the insulin pump had a blank screen and had alarmed battery out limit. The customer stated that the insulin pump's battery died, she replaced multiple batteries, but the insulin pump did not have any power. She tried another battery; the screen came on and counted up to 7. She stated that the time and everything came up before alarming battery out limit. She also noted that the device vibrated periodically. The battery was kept out of the device greater than the time allowed by the device; she was advised that the battery out limit alarm was indicative of normal device behavior. The customer's blood glucose was 172 mg/dl. She observed a hairline crack at the upper right hand corner of the screen that had been there for years. She stated that the device had been in the bathroom with her but that there was not much steam in the room. She was advised to discontinue use of the device, revert to a back-up plan, and replace/return the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.